Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that 2 vasoview hemopro 2 boxes arrived damaged. Related to tw (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)". H6 - medical device - problem code corrected from "1570" to "3007".

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed, however, photographs were provided by the account. A photographic evaluation was conducted. There were two (02) product boxes observed to be damaged. Both the product boxes was observed to be damaged on the end of the box. There was also damage observed to the outer brown shipping box. We are unable to determine any damage to the internal product contents as the product was not returned for evaluation. Based on the non-return of the device as well as the evaluation results, the reported failure "packaging problem" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000410215 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.